Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: a review of the documentation including the instructions for use (IFU) and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One used turbo-ject single lumen bedside power-injectable PICC device was returned for examination. Upon visual inspection, the clear tubing was partially separated from the purple hub. At this time, there is no evidence to suggest that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted due to a lack of provided lot information from the user facility. As adequate inspection activities have been established, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The turbo-ject® single lumen bedside power-injectable PICC line is supplied with IFU which includes the following precautions: "if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube." The power injection procedure states: "warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure." Based on the information provided, inspection of the returned product, and the results of our investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Appropriate measures have been initiated to address this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that there was a partial separation of the connector of a turbo-ject® single lumen bedside power-injectable PICC during injection/infusion. The connecting tube was reported to be "split at the junction with luer-lock connector" and "almost detached". More specifically, the purple hub of the device failed. Ultimately, the catheter was removed and replaced. The indication for placement was long-term iterative transfusions for pancytopenia. The patient was pending marrow transplant and was reported to be active. Iterative transfusions and blood tests were being performed. This device was initially implanted as a replacement of a device that failed. The device was secured to the patient during use with ad-hoc materials. No other adverse effects have been reported fort this incident.